Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited inappropriate therapy due to noise. The lead was explanted and successfully replaced. The patient was stable.